Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced performance issues with the device, as despite pumping the cylinders did not inflate. After several months, the patient underwent a surgical procedure to remove and replace the entire device. During surgery, the anomaly of the implant was not able to be determined. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ipp underwent a thorough analysis. The cylinders were visually and microscopically examined. Both cylinders had wear at folds in the cylinder body and their tubing was noted to be worn, and scaling was found in the rear tip extenders; however, these findings are not likely to have affected device performance. Both cylinders passed all testing. The pump was visually and microscopically examined, and functionally tested. The pump tubing was worn, but no leaks were identified. The pump did not pass activation testing. The reservoir was visually and microscopically examined, and functionally tested. No device anomaly was identified. Product analysis confirmed the reported clinical observations, as the observed not passing activation testing is likely to have affected the functionality of the device.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced performance issues with the device as, despite pumping, the cylinders did not inflate. After several months, the patient underwent a surgical procedure to remove and replace the entire device. During surgery, the reported inflation issue could not be confirmed. No patient complications were reported.